Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02 -aug-2018 with the following findings: during instigation, there was a call service 064-0008 and 078-0008 alarms in pump history on date of reported alarm. During rewind, the pump gives a call service 078-0008 alarm. Unable to perform steps 21 and 22 due to alarm. Pump opened and moisture damage found on the printed circuit board. The alarm occurred due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.